Manufacturer narrative:
The device has not been returned to sorin group (B)(4). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler (B)(4), which is distributed in the USA ((B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) gmbh received a report that the sorin heater-cooler system 3t would not heat properly during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) gmbh received a report that the sorin heater-cooler system 3t would not heat properly during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a 30 minute test run and was able to confirm the reported issue. The temperatures on the cardioplegia circuit and both the patient circuits could not be increased with the arrow keys. To resolve the issue, the processor board (ul 508) was replaced and the temperatures on the unit was recalibrated. A functional test was performed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.